Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The inferior posterior (in a left shoulder) peripheral peg broke off and stayed in the glenoid when the trial was removed. In the process to retrieve the peg from the glenoid, the inferior posterior quadrant of the glenoid broke off and dr (B)(6) had to convert from an anatomic to a reverse due to the lose of glenoid bone. Surgery was completed by switching to perform a reverse shoulder arthroplasty. The patient required a reverse instead of an anatomic shoulder. It added 45 minutes to the case and ultimately made dr (B)(6) switch from an anatomic to a reverse arthroplasty.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.